Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 80 mg/dl and 35 mg/dl. Customer was feeling cold and weak at the time of the reading of 80 mg/dl; she self-treated with 1/2 cup of orange juice. Customer then tested again and obtained the reading of 35 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.